Event description:
The customer contact reported the device ac power cord ground prong was bent. The device was returned to the biomedical department with a report of bent ground pin. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapy. During testing at the user facility, it was found that the device ac power cord ground prong was bent. No additional information was provided.

Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2014. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.